Event description:
Patient's wife reported the patient had 4 v-go's where the needle button has popped out in the past couple of weeks after a couple hours of use.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be determined. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had inadvertently retracted during use.